Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during blood sampling using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the visual blood indicator on the cannula became completely filled. As a result, the customer needed to collect additional tubes from the patient. No adverse impact was reported for either the patient or the user.

Event description:
It was reported that during blood sampling using one (1) bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the visual blood indicator on the cannula became completely filled. As a result, the customer needed to collect additional tubes from the patient. No adverse impact was reported for either the patient or the user.

Manufacturer narrative:
Investigation summary: bd did not receive any samples or photos for investigation. Therefore, 10 retained samples were functionally tested, and all tubes drew as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: flash. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.